Manufacturer narrative:
Complaint has been evaluated and is similar to:1644408-2023-01403; 412-02-046, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to fall lower body/dislocation.